Event description:
The physician used a wilson-cook six schooter saeed multi-band ligator with an endoscope that has an outer diameter of 8.6mm - 9.2mm. The barrel would not remain attached to the endoscope. No injury to the pt was reported. The co's investigation was unable to confirm the report because the device was not returned for eval. After a review of the device history record for this device, the co can report that no discrepancies or anomalies were observed. The co was unable to conduct a sample test from this lot because all devices were previously distributed.